Manufacturer narrative:
A ge service representative performed an onsite investigation. The low limit micro-switch was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray, and the lift would not work. No patient injury was reported.